Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 08-jun-2016 who had essure (fallopian tube occlusion insert) inserted in 2014. Ever since she experienced various complaints: dizziness, pain in uterus, bleedings, panic attacks and depression. A while ago she had a sharp pain in the left fallopian tube which resulted in fainting while driving her car. She was referred to a gynecologist and on (B)(6) 2016 she had her uterus and fallopian tubes removed. Consumer stated that she will discuss with her lawyer (potential legal case). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleedings (interpreted as genital bleeding) and pain in uterus. She underwent a hysterectomy approximately 2 years after essure insertion. These events are listed in the reference safety information for essure. After essure insertion genital bleeding, abdominal and pelvic pain may occur. In the present case limited information was provided. Consumer's medical history and concomitant conditions were not reported. Despite the limited information provided, given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow up information was received on 04-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: in this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 07-jul-2016: the consumer did not give consent to follow up. Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jul-2016 for the following meddra preferred term: uterine pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleedings (interpreted as genital bleeding) and pain in uterus. She underwent a hysterectomy approximately 2 years after essure insertion. These events are listed in the reference safety information for essure. After essure insertion genital bleeding, abdominal and pelvic pain may occur. In the present case limited information was provided. Consumer's medical history and concomitant conditions were not reported. Despite the limited information provided, given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.